Event description:
Baxter (B)(4) received a report that an infusor had no flow during filling. Allegedly, the device had an air bubble in the reservoir. The device had been filled with a solution containing fluorouracil and saline. This condition has the potential to interrupt therapy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 240 ml of solution in the reservoir. The reported condition of no flow/non-delivery was not confirmed. Visual examination of the device showed no signs of blockage or abnormality that could have caused the reported condition. During functional testing, flow was readily observed at the luer when the winged luer was untightened. Additionally, the device was emptied and refilled with green water and no air bubble formation was observed. Flow was once again observed after the device was filled and primed with green water. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. This product is not distributed in the us and does not have a 510(k) number. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.